Manufacturer narrative:
Device evaluated by MFR? The failed unit has not been received yet. As soon as the unit is returned, it will be forwarded to MFR/flight medical ltd. For further investigation. A failure analysis report and action taken in resolving this issue will be submitted to the medwatch program.